Event description:
It was reported that during a small bowel resection procedure, when the surgeon fired across the small bowel the device knife engaged, but the staples did not release. The surgeon visually checked the staple line and identified the device had cut, but not stapled and the staple line was open on both sides of the cut line. It is unk how the procedure was completed at this time. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.